Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose. The customer¿s blood glucose level was 38 mg/dl at the time of incident. The customer states treated low blood glucose levels with pump, customer states putting to many carbs in for her bolus correct. The customer was not hospitalized or was emt called for low blood glucose levels. The insulin pump was not returned for analysis.